Event description:
A pt with a filter implanted over one year came into the ER with chest pains. Pt's cardiologist found that the filter had 2 detached arms; 1 arm in the pulmonary artery, 1 in the heart. The filter was removed, and the pt had open heart surgery ("window" procedure used) to remove the arm in the heart. 1 arm remains in the pt's pulmonary artery.